Event description:
There have been multiple undocumented incidents of leaking from the thermoset housing connection. Before heart surgery, pulmonary artery catheters are routinely inserted and connected to thermosets for monitoring. After surgery, the thermoset cables are removed from the housing. At the time of the cable disconnections, blood was noted "dripping from the connections". The thermoset housing sensors' metal pins were found to be loose and sticking to the connection cables' pins. The thermosets were replaced. The customer contact indicated that the leakage has been noted across various lot numbers for 2 years. Add'l info has been requested. No add'l info has become available.